Event description:
The filter in the cvvh machine appeared to stop working, making the machine alarm. There were no obvious signs of breakage, but after a new filter was primed and connected to the machine, it worked.